Event description:
It was reported, while in the or, the md inserted the sheath via the femoral artery. The md began to advance the iab through the sheath when it became stuck. The md was able to remove the iab from the sheath and insert another iab successfully. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.